Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided complete pump reset information and guided the caller through the process. Following the reset, the issue was resolved, and the caller successfully started their sensor session without any further errors.